Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the large intestine during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2022. During the procedure, the clip was able to grasp and lock onto the tissue but unable to release from the catheter to deploy despite several attempts. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of the clip unable to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. The device was returned without the outer-sheath. Microscopic examination was performed and it was found that the clip assembly had one arm activated. Functional evaluation was performed and the clip assembly was able to perform the first activation correctly and the clip release from the catheter without problem. No other problems with the device were noted. The reported event was not confirmed. Investigation found that one of the clip arm was activated, this is most likely due to a high axial asymmetric load applied to only one clip arm, and/or the customer might have tried to grasp a large amount of tissue. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Medical device problem code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the large intestine during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto the tissue but unable to release from the catheter to deploy despite several attempts. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.